Event description:
Event description guidant received information that during a routine follow-up, review of the electrograms noted oversensing with an inhbition of pacing in this pacemaker dependent patient. The patient had also received inappropriate shocks and the ICD had stored non-sustained episodes. Noise was observed on the rate/sense and shocking channels. Guidant received additional information that a week later the patient received another inappropriate shock due to the confirmation algorithm. Noise was noted during this episode where the patient was reported to have been standing near a stores security gate.